Event description:
It was reported that the control-iq algorithm delivered an auto-bolus and increased the basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the auto-bolus and increased basal delivery, customer's blood glucose (bg) level lowered to below 40 mg/dl. Due to the bg level the customer lost consciousness, received a "bump on head" and missing "a chunk of tongue." Customer was transported to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and was released from the hospital on 9/6/2025 with the issue resolved and no permanent damage.